Manufacturer narrative:
(B)(4). Concomitant medical products: femur trabecularmetal cruciate retaining (cr) narrow porous catalog # 42502206202 lot #: 63851672, articular surface medial congruent (mc) right 14 mm height catalog #: 42522100714 lot #: 64262639 report source - foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565 -2021 - 02762 , 3007963827 -2021 -00217. Investigation incomplete.

Event description:
It was reported that a right tka was performed, but had to be revised due to lcl failure. Implants were removed and a rhk was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.